Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance to reset the pump, and no further issues occurred after the reset. The customer was advised to continue using the pump.